Manufacturer narrative:
(B)(4) investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were returned for evaluation and analysis. The assignable cause of the haze/mist/vapor issue is likely the catalytic converter and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. (B)(4) will continue to track and trend this issue.

Manufacturer narrative:
Catalog number - the correct catalog number is 10104-003. Serial number - the correct serial number is (B)(4). A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter were replaced to resolve the haze/vapor issues. Unit meets specifications and was returned to service on 11/21/2016.

Event description:
A customer reported an event of a vapor/haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.